Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's events log recorded an entry of transducer fault occurred immediately on start up of the device. There was no patient involvement.

Manufacturer narrative:
Carefusion failure analysis lab was unable to verify the customer's reported issue. The suspect component passed all testing and met all carefusion manufacturer specifications.